Manufacturer narrative:
The device was returned for evaluation. However; testing has not yet been completed.

Event description:
It was reported that, on an unknown date, the plum a+ generated a proximal occlusion during start up, distal air, and will not run sides a and b concurrently. Seat would need to be changed. The unit was plugged in. She also mentioned that the bottom of the pump was like a melted gum when hot. The reporter also stated that there are grey rubber pads or feet on the bottom of the pump. She did not know why but over time they get very, very gummy, like putty. She had to put paper towels around the machine because these rubber feet have melted and left a gummy trail of residue on everything it touches. There was no patient involvement, no human harm, and no delay in therapy.

Manufacturer narrative:
Customer complaint: reported that the device had a proximal occlusion during start-up, and distal air and will not run side a and b concurrently and the bottom of the pump was like melted gum when hot. Tests: self-test and visual inspection were performed and the self-test failed with an alarming message. Visual inspected and found the knob rubber missing and sticky rubber foot on the bottom of the pump. The customer complaint was confirmed that the device did alarm proximal occlusion during startup and has multiple n231 and n234 in the alarm log and sticky rubber foot. The probable cause is a faulty air, pressure, pin (app) printed wiring assembly (pwa) board. Physical abuse on the knob. Couldn't duplicate the pump to be hot to have the rubber foot to be melted. Replaced the sticky rubber foot on the bottom of the pump. In this case, the pump was in good condition, with no issues.